Event description:
Event description cpi received information that during an attempted implant procedure of this sweet tip bipolar lead (4269), the lead would not pace, and the lead impedance was greater than 2500 ohms. They elected not to use this lead, and implanted another (4269).